Event description:
A caller reported a malfunction on the pump. There was no reported adverse impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, which resolved the issue as the malfunction code did not recur, allowing the customer to continue using the pump. The customer was instructed to call back if the issue recurred and acknowledged these instructions.